Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient clarified that when their ins gets to half-life or 50% charged their stimulation feels like their stimulation is completely off. The charger replacement did not fix this. This is still currently an issue for the patient, and they are talking about replacements asap. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having issues with one of their ins¿s. They were not able to clarify which ins was having the issues. The patient stated they have to charge the ins more frequently and when the implant gets to half full charge, they feel the implant turn off and have to charge the ins again. The problem started about a year ago and has been getting progressively worse. The patient had lost weight during that time. No symptoms reported. No further complications were reported or anticipated.